Manufacturer narrative:
(B)(4). (B)(6). Baxter received a photo for evaluation, however the photo was unclear and the reported problem could not be verified. A retained sample from the same batch was evaluated. Visual inspection revealed no non-conformities. The set was connected to a house bag and primed, then connected to a pump and functionally tested. No air bubbles were noted and the set performed within specification. A flow rate test was performed for 31ml per hour for a total volume of 100ml; air was not observed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flogard IV solution set had air bubbles coincident with use of a colleague triple channel pump. The solution being used was a premix kcl, running at 65ml per hour. There was no patient injury or medical intervention associated with this event. Additional information was requested and is not available.